Event description:
The patient had pre-operative high impedance above 10,000ohms. The surgeon had to replace the lead and found a lesion on it. Because of fibrosis the deficient lead was cut off. The patient had a full replacement. Explanted devices have not been received for analysis to date. No additional relevant information has been received to date.